Manufacturer narrative:
(B)(4). The initial medwatch report was inadvertently filed as a malfunction report. This is corrected to a serious injury report.

Event description:
This report was filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other leaflet. Mitral regurgitation grade was increased, which is considered serious injury.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) were considered, including manufacturing, patient morphology/pathology and user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of complaint-handling database identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It should be noted that there were no allegations made towards the mitraclip device. The patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which has the potential to cause or contribute to patient injury. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to 3. The leaflet assessments prior and after the deployment were good. During a standard echocardiogram two days after the procedure, it was observed that the implanted clip detached from the posterior leaflet and was attached only to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. An additional mitraclip procedure will not be performed because the gradient of the mitral valve was 4mmhg and the physician did not want to risk detaching the clip completely. The patient was confirmed to be clinically stable. No additional information was provided.